Event description:
Additional information was received on (B)(4) 2012 when product analysis was completed on the flashcard and handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. During the analysis it was identified that the lock button was in the locked position. This anomaly could not have contributed to the event that was reported because the site reported that the handheld resumed normal operation following a hard reset. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications.

Event description:
On (B)(6) 2012 a vns treating physician reported that his handheld has frozen three times within a two month period; however, they have had the same types of problems with the handheld even earlier. The screen at which it was freezing was unknown. Hard resets were performed after each screen freeze which resolved the issue; however, the physician would like the handheld replaced. The regional manager stated that the last screen freeze occurred on (B)(6) 2012. The handheld and flashcard were returned for product analysis on (B)(4) 2012 that has not yet been completed.